Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "gamma nail is broken. The patient required revision surgery."

Event description:
As reported: "gamma nail is broken. The patient required revision surgery."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the nail was completely broken in the thinned webs of the proximal drill hole for the lag screw. The appearance of the breakage surfaces identified the nail had broken in fatigue manner ¿ indicated by lines of rest and missing plastic deformation. The incipient crack had started at the smallest cross section at lateral in the anterior web and had progressed towards medial. In this area the edge was damaged by drill marks. This was caused intra-operatively by contact with the step drill while preparing the cannulation for the lag screw. Removed material had weakened the material significantly. Dimensional inspection indicates that the device is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The cause of the event was determined being intra-operative material damage. If any additional information is provided, the investigation will be reassessed.